Event description:
Baxter reported a defective clamp on a transfer set that was observed leaking. No patient injury or medical intervention was reported. The transfer set was replaced by a new one.

Manufacturer narrative:
Evaluation summary: results indicate confirmation of the reported event of defective clamp and leak on a transfer set. The root cause was broken occluder feet. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective, preventative action is appropriate.